Event description:
A talent abdominal stent system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 3 months ago. Aneurysm and vessel morphology at the time of implant were not reported, other than that the aortic bifurcation was narrow. During the procedure, an aneurx stent graft was implanted as the contralateral limb. Approximately 2 months post-implantation, the patient presented emergently with a cold leg. The CT demonstrated that there was a stent graft occlusion due to thrombosis, which started just proximally to the bifurcation of the talent bifurcated stent graft (MFR report # 2953200-2010-01311) and continued down through the aneurx contralateral limb. The physician elected to use an angiojet catheter to remove most of the thrombosis. However, there was a large clot that remained and could not be removed with the angiojet. The physician elected to implant a bare metal stent to compress the clot against the vessel wall. The aneurysm reportedly may have changed morphology since the time of implant. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (graft occlusion). (Narrow aortic bifurcation; aneurysm may have changed morphology). Other (lot number unknown). Evaluation codes, conclusions: (narrow aortic bifurcation; aneurysm may have changed morphology). (Lot number unknown).